Event description:
The product was returned to the manufacturer with reported excessive heat and power issues with a request for evaluation and repair. There was no report of patient impact or injury. No further information was provided.

Manufacturer narrative:
Product description and indications for use: the ipc is indicated for the incision/cutting, removal, drilling and sawing of soft and hard tissue and bone in head <(>&<)> neck/ent (otologic, neurologic, neurotologic, sinus, rhinologic, nasopharyngeal/laryngeal), or al/maxillofacial and plastic/reconstructive/aesthetic surgical procedures. The ipc system is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue and bone during surgical procedures. The system consists of a power control console, footpedal, connection cables and assorted handpieces to drive various burs, blades, drills, rasps, cannulae and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant. The ipc incorporates the microdebrider at pump 2. Control operation of the microdebrider with the ipc touchscreen and the multifunction footpedal. (B)(4). The device was received by the manufacturer for evaluation and repair. Evaluation and analysis was performed by quality engineering and found that temperature tests performed before repair activities confirmed overheating (highest temp, 107 degrees f, was recorded at rear of handpiece; acceptable maximum is 99 degrees f). Heavy corrosion was found during the repair. The reported complaint "excessive heat" was confirmed. Corrosion of the motor is known to cause excessive heat / overheating of the handpiece and is likely the result of poor device maintenance. Instructions for use - warnings and precautions: disconnect the power before cleaning. Do not fully immerse, or ultrasonically clean, this instrument. Do not cold soak sterilize this instrument in glutaraldehyde. This will void the warranty. After completion of the cleaning steps, remove handpiece cable cap or other protective components installed prior to cleaning. After cleaning and sterilization, verify functionality prior to re-use. This product is provided non-sterile and must be cleaned and sterilized before the first use and any reuse. To remove occasional residual buildup on handpiece cable connector, use a soft brush and isopropyl alcohol. It is recommended that instruments are reprocessed as soon as is practical following use. It is extremely important that the handpiece be rapidly and completely vacuum dried before storage to prevent corrosion and residue deposits in the bearing and motor.

Manufacturer narrative:
Further investigation of the failure mode as a result of the product analysis results indicate that the rear of the handpiece heated up to approximately 107 degrees during testing. The overheating occurs over a period of time during use and it is a gradual increase of temperature that would indicate to the user to cease use of the device and remove it from the field to prevent the potential for an adverse event. The temperature (107 degrees) of the overheating handpiece is not known to have caused or contributed to a serious injury in the past; therefore, this event is now being considered not to be an MDR reportable malfunction. This type of failure continues to be monitored.